Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system light bulb needed replacing. Additional information has been requested.

Manufacturer narrative:
The customer phoned the technical service personnel and was able to resolve the issue remotely, by seating the cabling to the printed circuit board (pcb). The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the un-seated pcb. However, as to how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).